Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 05, 2023. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: no germs detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to the instruction manual of gf-uct180, the reprocessing methods are described in the following chapters: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The scope channels were flushed and immersed during manually disinfects using anios oxi zym. The scope was blew with flirted air, stored in plasmatyphoon bag and dryer and olympus is the customer¿s maintenance company. The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope operating channel tested positive for 7 colony forming unit (cfu) of unspecific micro-organisms species, air/water channel tested positive for 21 colony forming unit (cfu) of unspecific micro-organisms species, auxiliary channel tested positive for 27 colony forming unit (cfu) of unspecific micro-organisms species, suction channel tested positive for one (1) colony forming unit (cfu) of unspecific micro-organisms species, and the scope distal end tested positive for one (1) colony forming unit (cfu) of unspecific micro-organisms species on (B)(6) 2023. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.